Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.